Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump makes a lot of noise when delivering a bolus. Troubleshooting was not performed at the time of call. The customer's blood glucose was unknown at the time of call. It is unknown if the insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No unexpected motor noise noted during rewinding/bolus delivery. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained end cap sticker.